Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2011 and the device was explanted on an unknown date due to a lack of therapeutic effect; there was not a greater than 50% reduction in symptoms. It was stated that it was unknown when the event began occurring. It was also noted that the cause and what troubleshooting was performed related to the issue were unknown. No further complications were reported/anticipated.